Manufacturer narrative:
The manufacturer asked the user for the lot number, but it was not provided. Due to that batch documentation could not be reviewed. Based on the device's biocompatibility profile, the likelihood of an allergic reaction is low; however, a causal relationship cannot be definitively ruled out. A determination of whether the event represents an allergic reaction, skin irritation, or an unknown etiology could not be made. As reported, use of an over-the-counter antifungal (yeast) cream contributed to the resolution of the symptoms.

Event description:
A female user reported on the manufacturer´s facebook ad that "I have an. Allergic reaction to the catheter." When the manufacturer contacted the user and spoke with her, she further reported that she had placed the device on the outer labia and developed an itchy rash that covered her perineum. She did not seek medical attention. She used some over the counter "yeast infection cream" and the rash has since resolved.